Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n scorpion needle with an ar-13996 scorpion multi-fire had issues during a rotor cuff procedure. The doctor was passing suture tape from in the cuff and after 2-3 passes, the tip of the scorpion needle broke into the cuff. The broken piece of the needle was not retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.